Manufacturer narrative:
The cpu board was returned for failure investigation. Visual inspection of the cpu board revealed no evidence of damage or contamination. The audio piezo buzzer (ls1) was removed from the cpu pcba and investigated. The piezo buzzer (ls1) was failing intermittently due the insulation resistance was out of specification.

Event description:
It was reported to philips that "backup alarm failed" was displayed on the device. Whether or not a patient was on the unit was unknown when the issue occurred. A delay to patient therapy was not reported due to this failure. There was no report of patient or user harm. A philips service technician evaluated the ventilator, completed an operation check, but the reported phenomenon was not duplicated. The event log revealed that diagnostic code: (backup alarm failed) had occurred. The philips service technician replaced the cpu (central processing unit) board was replaced for the prevention of the recurrence. The device successfully passed all required testing, and remains at the customer site.